Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the guidewire was kinked prior to use. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). One lid stock for product aw-04435/14f13j0135 and one spring wire guide (swg) assembly were returned for evaluation. A visual exam was performed and it was observed that the swg had two kinks. One was located 6cm from the j-bend while the other was located 2.5cm from the proximal weld. It was also noticed that the straightening tube on the swg advancer tube was broken/separated. The swg was measured and found to be within specification. A manual tug test revealed that both swg welds were intact. The wire had a typical feel. A device history record (DHR) review was performed on the swg component and did not reveal any manufacturing related issues. It was reported that before the procedure, the intensivist saw that the swg was kinked. The issue was confirmed by visual examination of the returned sample since the swg had kinks located near both ends of the body. Additionally, the swg straightening tube was broken/separated. Since it is not known if the kinks are related to the damage observed on the straightening tube, the probable cause of this issue could not be determined. Other remarks: a conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the guidewire was kinked prior to use. No patient injury reported.